Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00033 on february 21, 2017. On 03/01/2017 additional information: the field service engineer (fse) performed a total service call and checked the probe calibrations. No issues were identified. The fse performed a precision run. The run was acceptable with a cv of 2.3. The cause for the discordant advia centaur xp tni-ultra result is unknown. While the exact cause of the falsely elevated results cannot be determined, we cannot rule out an issue with the reagent pack shipping/ storage/ handling and/or an instrument maintenance issue. Sample handling is not suspected due to the fact that there were several elevated samples. Post service tni-ultra assay reproducibility was acceptable. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant advia centaur xp tni-ultra results is unknown. Siemens healthcare diagnostics is investigating. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
False high advia centaur xp troponin ultra (tni-ultra) results were obtained on samples from eight patients. The patient samples were tested on the alternate advia centaur xp system and the results were negative for patients 1 thru 5, 7 and 8; and for patient 6, the result was lower. The samples were previously frozen and thawed in the refrigerator prior to running. The samples were respun after thawing. The samples are all serum. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant troponin ultra (tni-ultra) result.